Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not been returned from the field. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detections was a heart rate above the prescribed rate threshold as well as multiple counting of the patient's rhythm. The rapid rate and multiple counting satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(6) clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. The patient was treated eighteen times between 04:00:48 and 05:15:33 while at home. Rapid svt and multiple counting of the patient's rhythm contributed to the false detections. The patient lost consciousness prior to the treatments. The response buttons were not used in the treatment sequences leading to the treatment. The patient was taken to the hospital by ambulance.